Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The calibration from (B)(6) 2025 was acceptable. The qc was within the ranges. The alarm trace showed a sample short alarm. The product labeling states: "coi = 1.00: reactive. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo assay performs within specifications. The cause of the event was consistent with insufficient sample available for testing (sample short alarm). Medwatch field e1 initial reporter telephone number was provided as "(B)(6)".

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv duo assay on a cobas pure e 402 analytical unit. Initial result: 54.1 coi and interpreted as reactive (accompanied by an "eflowe" error). On (B)(6) 2026: a new sample was drawn and tested on a different cobas pure analyzer, resulting in the following hiv duo values: 0.425 coi and interpreted as non-reactive. 0.341 coi and interpreted as non-reactive. The original sample was then repeated, and the hiv duo repeat result was non-reactive.